Event description:
Customer dosed medication based on reading. Customer felt dizzy and shaky. The customer took 20 units of insulin and did not eat. The customer went to the hosp where they were given an IV to bring up their blood glucose readings. At the hosp their device read 40mg/dl and the customer's device gave a reading of 196mg/dl. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.